Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 repeatedly failed and went off bus. During recovery attempt, cubies were ejected from the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 cubies were not detected on bus. A field service engineer (fse) replaced drawer board, and the row board connection at the 392 board was verified. The customer was able to recover successfully. The system functioned as intended after the field service engineer repaired the device.